Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock due to atrial tachycardia. Technical services (ts) recommended programming changes. This device remains in service. No additional adverse patient effects were reported.